Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they pressed the esc and act buttons to clear the alarm however, they did not work. Customer was not pressing any button for 3 minutes or longer. Customer had to discontinue use of the pump and is following their prescription for insulin shots until the replacement arrives.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to corroded damage keypad traces.